Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter telephone not available for reporting. Initial reporter is synthes sales consultant. DHR review was completed. Part: 03.108.002. Lot: l719687. Manufacturing site: (B)(4). Release to warehouse date: 22. Jan. 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation site: (B)(4). Visual inspection: the inspection of the received aiming block has shown that one of the 2.8mm wire holes is deformed at the bottom side. Also one of the two tips is flattened. Otherwise is the device is a good condition. Functional test: a function test was performed with an 2.8mm wire (part 292.680, measured dimension 2.79mm). The wire could be inserted into the damaged and the intact hole without any issues. There is still clearance when the wire is inserted in both holes. The complaint cannot be replicated. Dimensional inspection: not required as the device is functional regardless of the visible deformations. Drawing/specification review: lcp pediatric plate system surgical technique reviewed. Following possibly relevant statements were found: if extension or flexion is required at the osteotomy, the guiding block with the positioning device has to be rotated accordingly before insertion of the kirschner wires; once a guiding kirschner wire is inserted, flexion or extension correction can no longer be achieved. Summary: the complained malfunction of catching on wires as they are inserted cannot be confirmed. Nevertheless the complaint is rated as confirmed due to the visible post-manufacturing caused damaged. One of the k-wire holes is widened on the bottom, this damage is an indication that rotational forces were applied onto the aiming block while a 2.8mm k-wire was inserted. In this relation the statements above form the surgical technique can be mentioned. The deformation shows that high force was applied onto the device and it is likely that this caused also the deformation of the tip. In addition it can be assumed that the k-wire was also deformed after this procedure, which could lead to a catching of the wire during removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgical procedure on (B)(6) 2018, the pediatric locking compression plate (lcp) hip plate guiding block was catching on the guide wires as they are inserted. Surgery was completed with a delay of approximately 5 minutes. Concomitant device reported: guide wire (part number unknown, lot number unknown, quantity unknown). This report is for one (1) pediatric lcp hip plate guiding block for 5.0mm screws. This is report 1 of 1 for (B)(4).